Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set tubing snapped. The following information was provided by the initial reporter: reporting ¿tubing snapped¿ and no injuries reported.

Manufacturer narrative:
H.6. Investigation: a complaint of tubing snapping was received from the customer. A sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. The top of the pumping segment separated from the rest of the set. The top half of the set was not returned. A ring indentation could be seen on the pumping segment. No solvent was visible on the tubing. A device history record review for model 2420-0007 lot number 22015867 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. An investigation was performed by the plant and the root cause could not be determined as the other half of the set was not returned. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of tubing defective/ damage with lot #22015867 regarding item 2420-0007.

Event description:
It was reported that the bd alaris pump module smartsite infusion set tubing snapped. The following information was provided by the initial reporter: reporting ¿tubing snapped¿ and no injuries reported.